Event description:
In 2008, the reporter/health care professional contacted lifescan alleging that a one touch ultra meter had a "sample not drawn in" issue. The medical affairs specialist (mas) spoke the manager of the health care facility that the pt resides at. The patient's blood glucose is tested with the reported meter 3 times a day. She is tested at 6;00 am, 4:45 pm, and 8:00 pm. She is giving set dosages of 30 units humulin insulin every morning at 8:00 am and 20 units at 4:45 pm. The pt is given a snack whenever her blood glucose is below a certain level. It is not clear as to when the alleged meter issue began. However, according to the manager, the patient's blood glucose was "63 mg/dl" at 6:00 am on the same day. At 8:00 am that same day, the patient's blood glucose was "80 mg/dl". At 4:45 pm that same day, the reporter attempted to test the patient's blood glucose but encountered the alleged meter issue. Although the reporter was unable to test the patient's blood glucose, she administered the patient's usual dose of 20 units humulin insulin. An unknown time later, the reporter claimed that the patient's blood glucose dropped and she developed symptoms of sweating. The reporter treated the pt with food and/or a drink. While speaking to the one touch customer advocate (otca), the reporter was able to test the patient's blood glucose with the reported meter and got "82 mg/dl". The manager did not know if the pt had eaten dinner or a snack prior to developing the symptoms. According to the manager, the patient's blood glucose was "60 mg/dl" at 8:00 pm on the day of the event. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia. It is not clear if the pt ate dinner or a snack after the alleged meter issue began and before she developed the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.